Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: patient had hernia repair surgery, which included implantation of a hernia repair product. The attorney alleges the patient experienced "pain and suffering", disability and injury.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being submitted to provide additional information. A manufacturing review was performed and no anomalies were found. The medical records indicate the patient experienced erosion, adhesions, hernia recurrence and recurrent urinary tract infections. Adhesions and recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use does state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records: (B)(6) 2005 - the patient underwent repair of left sided inguinal hernia using a davol composix kugel hernia patch. No operative report provided for this procedure. On (B)(6) 2012 - the patient was previously diagnosed with recurrent uti's and with foreign body in the bladder, urosepsis, recurrent left inguinal hernia and primary right inguinal hernia. The patient had a CT scan that showed what appeared to be mesh from a previous left inguinal hernia had migrated partially into the bladder. The patient underwent a partial removal of composix kugel mesh and removal of a portion of the bladder where the ck was noted to have eroded through and adhered to it. Operative dictation notes "we did trim all the mesh out of the bladder and removed probably about 80% of the mesh leaving the remaining 20% that was adhered to iliac vessels." The bladder was repaired with no residual foreign body identified.